Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi mode. Patient had MRI few weeks ago. Device download was performed successfully and hv therapy was disabled.